Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise on both atrial and ventricular channels was observed. Due to the fact that the noise signals were variable and of high amplitude, programming changes could not eliminate the noise completely. Noise was not reproducible in real time through isometrics and pocket manipulation. The patient is not pacer-dependent and paces rarely in ventricle. Programming changes were made. Patient was stable throughout and will continue to be monitored.